Event description:
Curlin 4000 pump continuously beeping air in line. Pt had husband have been using this model pump for over 2 years. They had a back up pump to use while we replaced their pump. We always have 2 in the home.